Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that x-ray result confirmed patient¿s leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.